Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (can connection status and check therapy pad messages) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open wire in the trunk cable. The root cause for the open wire could not be positively identified. Here was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy pad messages and can connection status.